Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history log files were read aut and analyzed. It was possible to detect an infusion therapy on (B)(6). The infusion was 26 times interrupted by pressure alarms. After every pressure alarm the infusion was restarted. A change of the infusion line was performed at 11.00pm, but due the stored time frame, which was registered in the device history, it could be detected that the same infusion line was used. The subsequently therapy was not interrupted by an alarm. A flow deviation could not be not comprehended regarding the history files. The received device was visual investigated. All cover caps on the crew pillars as well as the seal on the lower housing were undamaged. No damages on the housing parts could be found. A functional test was performed. The device passes the self test. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation the device was disassembled. No damages could be detected the complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion, tubing was with vacuum." Customer information: drug did not drop from the bottle even though the speed was high. Volume limit added during the morning a few times (the pump informed about this).